Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 23, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the plunger rod advanced a lens that was stuck in the cartridge tube and the leading haptic was unfolded. Viscoelastic residue was observed distributed through the length of the cartridge and the cartridge tip was damaged in a way that is consistent with damage that may have occurred during shipping. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was removed from the cartridge and was possibly damaged during removal. The lens was cleaned and presented with damage to the edge and optic body. Cosmetic scratches on the optic body are also observed. No further evaluation was performed. The complaint issue "(B)(4)" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after viscoelastic was injected, a preloaded monofocal intraocular lens (iol) was ready to be implanted in the patient's operative eye, however, the lens was damaged. The surgery was stopped and a new lens was used as a replacement. No further information available